Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal delivery process. The device was not exposed to MRI or any high magnetic field. The customer was advised to disconnect from the device. The motor error alarm had occurred twice within thirty days. The customer did not use the sensor feature. The customer was able to complete the rewind sequence. The customer's blood glucose was 121 mg/dl. The customer was advised to return the device. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).